Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the power status overlay to address the issue. The ventilator was returned to use.

Event description:
It was reported that the ventilators light emitting diode (led) failed. No patient involvement event date not specified; estimate used.